Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump passed leak test. The pump deflation ball was seated too far forward. The pump did not pass deflation testing, activation testing, or the valve de-active state test. Based on the information available and analysis results, the reported fluid leak was not confirmed. The deflation issue and mechanical issue were able to be confirmed during functional testing.

Event description:
It was reported that the during the explant of this inflatable penile prosthesis, the physician was unable to deflate cylinders using the implanted pump. After a multitude of attempts to deflate the cylinders, the pump was accidentally compromised causing a minor saline leak. The pump was then replaced with a new pump. No patient complications were reported.

Event description:
It was reported that the during the explant of this inflatable penile prosthesis, the physician was unable to deflate cylinders using the implanted pump. After a multitude of attempts to deflate the cylinders, the pump was accidentally compromised causing a minor saline leak. The pump was then replaced with a new pump. No patient complications were reported.